Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as ¿high¿, although a specific value was not provided. Cause was unknown. The customer addressed their bg with a manual injection. Customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.